Event description:
The customer reported loss of suction. The customer contact reported that during patient respiratory trouble and obstruction, the device did not function properly and that use of the aspiration failed. The customer contact indicated that a portable system was used and the vacuum setting was 500 mmhg. It was reported that the physician came and requested monitoring and oxygen. No specific details were provided. Though requested no additional information was provided, including the patient's condition before and after the event or if the device was replaced to resume therapy.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.